Event description:
Tubing was removed from pump which should have stopped the solution flow. Propofol continued to infuse, pt became comatose, hypotensive, bradycardic. Pt was treated with epinephrine, neo-synephrine. IV hextend. Pt returned to baseline.